Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was not provided. The outcome was not thought to have been device or therapy related.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
Additional information reported that the patient was found unconscious in the afternoon of (B)(6) 2023. An ambulance was called, and the emergency team assessed the patient showed pupillary rigidity. It was decided to not start resuscitation procedures and to instead stop the pump. The outcome was not thought to have been device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The system controller event log file contained relevant events from 13dec2023 through 31dec2023. Events consistent with the patient¿s termination of support were observed. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed while the driveline was connected. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.